Event description:
Hold aa 5.19.it was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
During inspection and testing, the nozzle was found to be clogged by a grey rubbery material which seemed to be seal residues (outside of the device itself) and could not be removed. The foreign material found in the nozzle was suspected to have clogged during cleaning/disinfection process. Additional findings include the following: the bending angulations were out of specification, the bending section cover adhesive was separated, and there were air / water flow issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.